Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was implanted in 2020. Recently, the patients incontinence returned. He underwent a surgical procedure in which all aus components were explanted and replaced. Upon explant, the old device was tested in the table and an obvious hole was discovered in the cuff. The new component seems to be working well with no further issues. There were no patient complications.